Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired as intended on the first and second firing using white reloads. On the third firing of the device at the jejunojejunostomy, the device misfired. The surgeon did not note this misfire until after he had fired this same device for an additional fourth and fifth firing (using white reloads) and device fired as intended on these firings. The surgeon noted upon inspection of the third staple line, the staples did not close all the way (there was a gap between tissue and staples). The surgeon then oversewed this staple line. There was no bleeding reported and no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60w cartridge reload present. The reload was received fully fired. In order to verify the integrity of internal components the returned cartridge was disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.